Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the implantable cardiac monitor (icm) exhibited ventricular under-sensing due to loss of contact in the pocket. No intervention was performed. The patient was in stable condition.

Event description:
New information received notes the issue was found when the patient was presented for a remote follow-up. The patient was presented for a follow-up in clinic on (B)(6) 2023 for troubleshooting. No intervention was performed.